Event description:
The following has been reported:biomed reported: after programing and starting pump, pump alerted the service needed alert and to remove pump from service. No user was harmed.a preliminary review identified the following issue: mechanical hardware failure (av sticky valve).an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.additional information is needed to complete the investigation.